Event description:
The customer reported that blocks were appearing on the wave form, and the system did not alarm. The nurse stated she entered the patient room and found the patient unresponsive; the patient had to be treated with beta blocker and other medication.

Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.